Event description:
It was reported that during an unrelated procedure to implant a left ventricular assist device (lvad), noise resulting in oversensing and inappropriate high voltage therapy was noted on the device. Additionally, an alert for shorted output stage detection (sosd) was noted. Abbott technical support was contacted, session records were reviewed, and the sosd was suspected to be false due to the interference of the procedure. The physician considered the noise to be due to the procedure. Firmware download was recommended to remove the false sosd alert from the device, however, no intervention has been performed at this time. The patient was in stable condition.